Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow-up approximately three weeks post implant, elevated capture thresholds at max output and premature battery depletion was observed with the leadless implantable pulse generator (ipg). The leadless ipg was initially reprogrammed  and eventually inactivated and replaced. No patient complications have been reported as a result of this event.